Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in the section b5 (updated summary), h6( replaced medical device problem code 2993 with 1198, 2885 and 2885) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer received the pump error 23 (post-reset ram crc alarm) and cleared due to power loss from depleted battery.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer was hospitalized for hyperglycemia and elevated ketones. The event involved product(s) unk_reservoir, unk_ngp and unomedical. Troubleshooting was not performed. It was unknown whether the customer has been using the insulin pump system within 48 hours of reported high bg event. It was unknown whether the customer has been using the auto mode/smartguard feature at the time of high event. No further patient complications were reported. No product return is required for unk_reservoir, unk_ngp and unomedical.